Event description:
The facility reported the cutter stuck to cannula during surgery, possible bent probe. Additional information has been requested.

Manufacturer narrative:
Investigation is in progress.